Event description:
Same case as manufacturer report numbers: 2183620-2009-00008, 2183620-2009-00009, 2183620-2009-00010 and 2183620-2009-00011. The surgeons used a 2.0mm coupler for anastomosis in a double radical mastectomy. The coupler ring fell out of the left wing of the jaw assembly. This occurred with five different 2.0mm couplers. The surgeons completed the anastomosis by hand suturing the vessel. There was no pt harm.

Manufacturer narrative:
According to the device history record, the devices met specification prior to market release. One hundred percent functional alignment testing is performed on each device during the manufacturing process. Three 2.0mm couplers from one of the involved lots (24830) were returned for eval. Each assembly was visibly in good condition. Each of the jaws moved properly and each ring was fully seated at the base of the jaw. The pins were in good condition and not bent. All critical dimensions met the drawing specifications for each component. There were no visual or dimensional defects observed on any of the components. Each assembly also placed into an anastomotic instrument and the jaws were brought together. The actuation was smooth and the rings and pin alignment were approximated. The pins aligned with the corresponding hole on the opposite ring. The returned coupler rings met specification and performed as intended. As a result, the root cause of the premature ring release from the jaw assembly wings involved in this case remains unk.